Event description:
An insurance client reported that swelling, redness, and irritation of their gums in the location where the collection pad had been placed following oral fluid specimen collection. The client reported the adverse event the day after the collection procedure took place. The insurance agency underwriter, confirmed that the procedure had been performed correctly. The insurance company was given a copy of the msds and list of collection pad ingredients. No further contacts were made from the client to the insurance agency regarding the incident.